Event description:
It was reported that externalized conductors were observed. No electrical anomalies were detected. During the lead explant, the svc was torn which lead to the patient's death. No further information is available at this time.

Manufacturer narrative:
No medwatch form was received.